Event description:
It was reported that the patient lost stimulation coverage due to lead migration that was confirmed with imaging. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7108854, UDI: (B)(4).